Event description:
The implant failed due to pt poor bone condition. Fixture was placed at #37 and removed after 19 mos. Bone graft material was used, traditional 2 stage surgery, poor oral hygiene, poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.